Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check. Visually inspected the pump. Customer's reported problem was confirmed. Pump was found to be double beeping alarm message after power up when batteries are inserted. The root cause of the issue is unknown. However, downstream occlusion sensor will be replaced.

Event description:
(B)(6) 2021, it was reported that during testing the pump exhibited a double beep alarm and message indicating the cassette was not attached properly. No patient death or serious injury. The hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur.